Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 weeks. Through follow-up with the health-care provider, it was learned that the patient developed mitral insufficiency due to inadequate mitral leaflet coaptation; therefore, the ring was removed to perform a redo-repair. According to the operative report, this was a (B)(6) year-old active woman presenting approximately 18 days after undergoing a minimally invasive mitral valve repair for severe mitral regurgitation. She developed a murmur over the last week on examination and was found, on transesophageal echocardiography, to have moderate mitral insufficiency due to inadequate mitral leaflet coaptation. She had well-preserved left ventricular function and no coronary artery disease. Given her young age, active lifestyle, and potential for worsening of this regurgitation, it was felt it was prudent to revise the mitral valve repair or replace the valve with a mechanical prosthetic. An estech atrial lift system was used to achieve good exposure of the mitral valve. The repair was found to be intact with a well-placed ring. It was decided to remove the ring and reassess repair. It appeared that the area of coaptation at the p1/p3 interface was tethered. They looked down the repair and approximated the p1 and p3 scallop remnants after resection a small wedge of additional leaflet tissue such that the leaflet was no longer tethered. They also plicated the posterior annulus with a single 2-0 pledgeted ti-cron mattress suture. A new 30-mm cosgrove-edwards annuloplasty band with seven interrupted nonpledgeted 2-0 ticron horizontal mattress sutures was placed. Completion transesophageal echocardiography revealed excellent mitral valve competence with only mild residual insufficiency, no intracardiac air, no systolic anterior motion, and excellent ventricular function. Furthermore, (per the surgeon) the reason for explanting the device was not related to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.